Event description:
Customer sent device in for repair with report of error code (B)(4). Service at the mfg facility found residue on occluders consistent with a fluid ingress condition. Customer did not have any report of any patient incident with the device.

Manufacturer narrative:
(B)(4). Service at the mfg site notified the customer of excessive physical damage found. Customer declined device repair and requested the device to be returned unrepaired.